Event description:
Customer alleges false positive troponin (tni) results with meter: sample was drawn (B)(6) 2012 at 13:27. Triage results ckmb <1.0, myo=78.6, tni=1.10. The centaur tni <0.01. The analytical measurement range (amr) for centaur is 0.01. The reference range is <=0.05 for both methods. They consider the centaur a confirmatory method. Their current procedure is to run all samples that are >0.05 on the centaur.

Manufacturer narrative:
Investigation pending.